Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this right ventricular (rv) lead was explanted and replaced due to a nonspecific product performance issue. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated b5 describe event or problem and f10: device codes with additional information received from the field. This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this right ventricular (rv) lead was explanted and replaced due to a nonspecific product performance issue. No additional adverse patient effects were reported. Additional information was received stating this rv lead was explanted due to shock impedance measurements out of range. This product has not been returned for analysis. No additional adverse patient effects were reported.